Event description:
During preventative maintenance this complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem. The customer reported low light guide values. The light guide cable was replaced. However, a secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the patient side manipulator (psm) arm failed the weighted brake drop test during analysis. Althought this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned and analyzed. Failure analysis investigation found that the psm arm failed the in-house weighted brake drop test. The arm passed the slow sweep, sine cycle, brake release voltage and friction tests. The axis 2 and axis 1 brakes were replaced to repair the psm. This report is being reported due to the psm arm failing the weighted brake drop test during failure analysis investigation.